Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish ble telemetry upon receipt. Final analysis found premature battery depletion and high current drain. The cause of the high current drain and premature battery depletion was identified as an anomalous integrated circuit in the hybrid. No other anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated via bluetooth. The device was not used for implant. There was no patient involved.